Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose level was 477mg/dl. The customer also reported that the display is difficult to read. Instructed customer to discontinue the insulin pump use and revert back to manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.